Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units fiber optic connector is broken.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the fiber optic connector was broken. To fix the issue, the fse replaced the fo sensor extension cable assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was broken. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.